Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this a combination mitraclip procedure to treat mitral regurgitation (mr) and tricuspid regurgitation (tr) with a grade of 5. One clip was successfully deployed in the mitral valve, reducing mr. Next, the first clip was deployed, reducing tr. It was noted visualization was poor due to the location of the tricuspid valve. Then a second clip delivery system (cds) was advanced to the tricuspid valve, and the clip was deployed. However, the clip became detached from the septal leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). Due to not enough space to place a third clip, the slda was left untreated. Two clips were implanted, reducing tr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported for single leaflet device attachment (slda) from this lot. Based on all available information, a cause or the reported slda could not be determined.it should be noted that the mitraclip ntr/xtr instructions for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation." Since, the device was used for a tricuspid valve procedure, this is considered as off-label use of the device. In this case, it is possible that the off-label use of mitraclip on the tricuspid valve created tension on the clip and caused or contributed to the reported slda. The reported poor imaging was due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.